Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported thrombosis as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes post a port placement, the patient developed with thrombosis. However, the current status of the patient was unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2021, a patient underwent port placement via the right internal jugular vein for the treatment of lung cancer. The patient experienced severe pain and redness at the port site on the same day. Approximately one year, eleven months, and twenty-three days later, on (B)(6) 2023, the patient was diagnosed with thrombosis and occlusion. Additionally, fluoroscopic port evaluation on the same day revealed no blood return and fibrin sheath at the end of the port. Further, it was also reported that the port could not be accessed. Subsequently, on (B)(6) 2023, the port was removed, and a new port was implanted. However, the current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B3, b5, d4 (medical device lot, unique identifier (UDI) #), g3, h6 (patient, device, component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.